Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The device's data log was downloaded and the reported issue was verified. After completing additional unrelated repairs normal device operation was observed through a performance inspection procedure (pip) and the device was returned to the customer. No root cause could be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.